Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator emr device was used in the stomach during an anti-reflux mucosectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, upon removing the banded tissue with the snare, one of the bands wrapped around the loop. When the snare was attempted to be withdrawn from the scope, the loop detached from the device. The loop remained inside of the scope where it was retrieved with a hemostat. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.